Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred an unspecified day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient was just sitting on the couch and watching tv when she experienced seizures, trouble breathing and heart was racing (tachycardia). The cgm reading on the pump was 400 mg/dl and the bg reading was 750 mg/dl. A friend called the emergency hotline, and an ambulance arrived and treated the patient with novolog (insulin) while the patient was taken to the emergency room (ER) at 11 am. At the hospital, the patient´s bg reading was decreasing as she had been treated by the paramedics. After 7 hours in the ER, the patient was discharged and the bg was in normal range. At the time of the report the patient was feeling okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia and seizure.